Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. A review of the system logs showed no signs of the device being unable to rotate. It was reported that the rotation does not complete the expected cycle. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found that batteries were vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed vented battery was determined to be from battery degradation. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively of a laparoscopic anterior resection, during preparation prior to patient contact, the surgeon tried to rotate the adapter and was unable to do so in one direction but worked ok in other direction. Another handle was used to complete the case. The handle was rebooted post-operatively and had the same issue. There was no patient injury.